Event description:
It was alleged that an error code was displayed and a continuous alarm sounded during a case. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Functional evaluation confirmed the reported complaint. The subject controller exhibited an e8 error and alarmed continuously when powered on. No cosmetic or physical anomaly was observed on the subject controller during a visual inspection. Further investigation revealed there is no voltage output to a known good wand due to the failure of an electrical component on the wand detection circuit inside the subject controller. A definitive root cause for failure could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.